Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. Urinary incontinence and mechanical issue are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence and presented with a nonfunctioning device. During a revision surgery, the physician explanted and replaced the device. There were no further patient complications.